Manufacturer narrative:
Patient was on pradaxa pre-op. Manufacturing engineers were contacted to discuss to be sure there was nothing else that could be done and ultimate decision was to exchange the pump. (B)(4) pump removed from patient and new pump, (B)(4) implanted with new outflow graft (ofg) anastomosed to old ofg. Once pump turned on, flows now normal flows of 3.8-4.5 liters with pump powers of 1.9-2.4. Patient tolerated exchange well and is doing fine at home. Both pumps passed the wet test. With pump exchange, additional inotropes required to maintain blood pressure and cardiac output. Patient remains in the hospital. No additional information provided.   (B)(4) was returned to for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed with log file analysis as log files were not available during the time of event. Analysis of the device revealed that the device passed visual examination, dimensional verification and functional testing. There was no gross evidence of surface abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The ingestion/formation of thrombus within the device may have limited the performance of the device and potentially triggered the high power event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmalogical factors that may have contributed to this event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient hvad implant smooth case. Pump turned on at 1800 rpms. Immediately registered > 10 l of flow, however, pump powers were only 3.8-4 watts. After 10 minutes, powers started to climb, and peaked at 6 watts, despite speed drop attempts. Additional doses of heparin given to patient to achieve act > 500 seconds, and pump turned off and restarted to try and 'flush' suspected thrombus through pump. Controller changed to r/o peripheral equipment issue. Surgeon clamped ofg and pump flows continued to be > 8 liters with watts 5.8-6 despite ofg clamped. Per surgeon, lv was 'clean' with no visible lv thrombus or extra trabeculae.